Event description:
Allegedly the patient was revised due to the following mom complications: high metal ion count; pain; cup too vertical about 50 degrees.

Manufacturer narrative:
This is the same event as 3010536692-2015-00528.